Event description:
It was reported that the lead appeared fractured under fluoroscopy. Noise was not reproducible. However, noise was observed whenever it was pacing. The lead was capped and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.